Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition greater than two seconds, as a result of oversensing. Which led to the patient experiencing asystole. Possible causes were discussed and troubleshooting options were recommended. He patient was brought to an in-office check and an x-ray was performed. Reprogramming efforts were performed and the plan is continuing to be monitored. At this time, the product remains in service and no additional adverse patient effects were reported.